Event description:
Narrative from staff: patient uses a purewick at night and now has what appears to be a device-related pressure injury on the mucous membrane (which makes it unstageable due to the location). In addition to discontinuing use of the purewick catheter, zguard was applied to the affected area.